Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostics anomaly. No medical intervention was reported. The patient was stable post event.